Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the patient saw it immediately when all icons started to light up detecting the problem immediately, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that after 5 days of treatment, all indicator lights on the pico pump started to light and the pump no longer supplied vacuum. This pump is thrown out and therefore not available for further investigation.